Event description:
It was reported that an fc1005 alert was triggered during the delivery of a high energy shock in an ambulatory episode, indicative of out-of-range shock impedance measurements. The shock was delivered in reverse polarity (rev) and successfully converted the rhythm. Device interrogation revealed a gradual rise in shock lead impedance measurements. Technical services (ts) confirmed the shock converted appropriately. Ts recommended reprogramming options or a lead revision to resolve the rising impedance measurements. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. After requesting additional information, it was reported that this patient is getting scheduled for extraction and reimplant. This report will be updated when additional information becomes available. Additional information was received and it was reported that ts suggested recommendations regarding the fc 1005. The patient was scheduled for a revision but had to be rescheduled due to an upper respiratory problem. This report will be updated when additional information becomes available. Additional information was received and it was reported that this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that an fc1005 alert was triggered during the delivery of a high energy shock in an ambulatory episode, indicative of out-of-range shock impedance measurements. The shock was delivered in reverse polarity (rev) and successfully converted the rhythm. Device interrogation revealed a gradual rise in shock lead impedance measurements. Technical services (ts) confirmed the shock converted appropriately. Ts recommended reprogramming options or a lead revision to resolve the rising impedance measurements. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. After requesting additional information, it was reported that this patient is getting scheduled for extraction and reimplant. This report will be updated when additional information becomes available. Additional information was received and it was reported that ts suggested recommendations regarding the fc 1005. The patient was scheduled for a revision but had to be rescheduled due to an upper respiratory problem. This report will be updated when additional information becomes available.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that an fc1005 alert was triggered during the delivery of a high energy shock in an ambulatory episode, indicative of out-of-range shock impedance measurements. The shock was delivered in reverse polarity (rev) and successfully converted the rhythm. Device interrogation revealed a gradual rise in shock lead impedance measurements. Technical services (ts) confirmed the shock converted appropriately. Ts recommended reprogramming options or a lead revision to resolve the rising impedance measurements. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.